Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected. Customer's blood glucose at time of incident was unknown. Customer stated that motor makes louder noises than normally. We check it together with rewind and fill, everything sound normal. Customer was advised to call when it happens again. Customer stated that software error detected alarm appears 2 times in alarm history.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor noise anomaly was noted during our testing. The motor was tested outside the device and passed. Formatted history file analysis has confirmed software error detected alarm due to software error. The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.